Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after tube placement for home treatment, the peritoneal dialysis catheter was found thinner than before. The doctor described the tube's wall became thin and crisp, easily broken or broken or suspected to be fractured, and part of them were directly disconnected. It was stated that the patient found the device had leaked and then went to the hospital. The doctor also found the leakage during the checking. It was also stated that the catheter was not replaced completely and they just cut off a section of the tube which had problems then, after disinfection the catheter was connected again. The location of the problem was not in the body, but in vitro. Customer reported no complaints were received from the patient due to injury caused by the product and feedback from the hospital.